Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to instruments. As stated in the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report represents the initial and final report.

Event description:
Ldg - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales representative: "a portion/some portions of the septum came off inside the patient cavity when forceps or gauzes being inserted during a procedure. Please refer to cer check list for combined devices." Initial investigation report by (B)(4): "the event unit wasn't returned to olympus. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Type of intervention: na. Patient status: no patient injury.